Event description:
The new resmed s8 escape flow generator device was replaced in 2007 due to a worldwide voluntary recall. The device was programmed and working by the resmed rep in 2007. While using the device for the first time the following day, it stopped working causing no oxygen to be generated in the air mask. At 03:00, woke up from sleeping unable to breathe and my breathing had stopped. Took off the mask right away, sat up in bed trying to start breathing again. Once I was able to breath normal again, I examined the resmed device. On the display unit was a message "motor fault call service". There was no warning prior to the error code, nor any type of alarm on this major malfunction. The s8 flow generator escape unit has no MFR date that I can locate. Orginal s8 escape unit 2005 - 2007 daily usage 12:00am about for treatment of obstructive sleep apnea. Dose of amount: 7-8 hours, frequency: daily, route: nasal. Dates of use: three hours max one day in 2007, diagnosis or reason for use: treatment of obstructive sleep apnea. Event abated after use: yes.